Event description:
Health care professional reported difficulty removing the pt from pump. The heart was reopened and the valve observed locked in the closed position. Attempts to rotating the valve did not result in complete disc movement. Therefore, the valve was abandoned and replaced with a hancock bioprosthesis. The valve was returned for analysis.